Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The images were not displayed due to a damaged scope connector caused by external factors. The reportable malfunction (b30 scope communication error) was caused by corrosion of the scope connector. Additional minor defects found include: the bending angle was insufficient due to the elongation of the angle wire; the universal cord was collapsed due to external factors; and there were scratches on the universal cord due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that while inspecting the image, it disappeared when angled and there was an unspecified error code. The device was returned to olympus for inspection, and the repair center found the device displayed a b30 scope communication error code. There was no harm or user injury reported due to the event. This report is being submitted for the b30 error found at estimation.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, the root cause of the scope communication error could not be determined, however, it is possible that failure was the result of a faulty image sensor unit or a problem with the board inside the scope connector. Olympus will continue to monitor field performance for this device.